Manufacturer narrative:
Per visual inspection: missing injection foot. Inpen was received with no physical damage to cartridge holder, however inpen was received with humalog bayonet sleeve versus a novolog making it difficult to lock in place. No physical damage to inpen front shell was noted. Unit paired successfully to commercial app. Commercial app does state is novolog in use however, humalog bayonet sleeve is the incorrect fit making it difficult to install and remove. Inpen received with leadscrew fully rewound. Unable to perform baseline and wireless functionality and displacement dose accuracy due to missing injection foot. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion no insulin is dispensed when the injection/dose button is pushed unable to verify customer's complaint for difficult to dial/dose due to missing injection foot. Inpen cap does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Dial and dose button were working as designed. Dial and dose button broken could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the inpen damage. The customer stated that the dial and dose button was damaged. The customer reported no adverse event. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed, and the inpen was replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-105nnpkna was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.